Event description:
The patient reported that they were asking about device implant depth and the patient would like an to be explanted but was not sure who was doing the explant. It was added that requested health care provider (hcp) called due to lead removal information. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v327758, implanted: 2011 (B)(6); product type lead. (B)(4).